Event description:
It was reported that this subcutaneous implantable cardiac defibrillator (s-ICD) previously delivered an inappropriate shock in 2019. Although this device was previously explanted and replaced due to premature battery depletion (see record # (B)(4), competent authority reference # (B)(4)), the device data was forwarded to technical services for review. It was discussed that decreased r-wave amplitude measurements contributed to atrial over-sensing and subsequent inappropriate shock delivery. At this time, the s-ICD device was explanted and returned. Analysis will be provided in record # (B)(4). The s-ICD electrode remains implanted and in-service. No additional adverse patient effects were reported.